Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of fluid loss and micro puncture was confirmed. Based on a review of all available information, the cause of the event was due to sharp instrument/damage based on identification of the tool markings present. Based on this investigation, the investigation conclusion code of unintended use error caused or contributed to event was chosen because based on the identification of the tool marking present that is consistent with unintentional damage created. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder micro puncture with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and balloon was implanted. During the revision procedure was tested and found saline leaks in the cylinders. The patient recovered following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder micro puncture with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and balloon was implanted. During the revision procedure was tested and found saline leaks in the cylinders. The patient recovered following the procedure.